Manufacturer narrative:
The reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the cage broke during insertion. No patient complications were reported.